Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: can you please confirm that the correct product code and lot number were reported as this is not a circular stapler product code? What type of procedure was the device used in? What type of tissue was the device being fired on when the issue occurred? How was the area ¿patched?¿ it was reported that the device, ¿failed to fire ¼ of staples.¿ was the staple line incomplete (missing staples/interrupted)? Did the device partially fire (staple line and cut line equal in length)? Were the staples malformed (not is proper b-form)? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc.? On which firing did this event occur (1st, 2nd, 12th, etc.)? What color cartridge was being used? Was buttressing material utilized? If so, which product? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing or opening)? How was the procedure completed? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Is the device available for return?